Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, interface to carefusion pyxis es failed to process inbound messages. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the interface to carefusion pyxis es was failed to process inbound messages. A technical support specialist (tss) dialed into the production server and ran a downtime query, which revealed only one admission discharge transfer (adt) message available for processing. A critical override query showed an inbound down delay occurred, but it was resolved after 5 minutes automatically. The customer confirmed the issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, interface to carefusion pyxis es failed to process inbound messages. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.